Event description:
It was reported that a thermal event was experienced with the scope lens.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part and serial number have not been provided, therefore, the product information such as gtin, 510k, and manufacture date are not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a thermal event was experienced with the scope lens.